Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-05627. It was reported ((B)(6)) the patient experienced discomfort (described as sore to touch) at the lead site as the lead was superficial. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 wherein the lead was repositioned deeper and the ipg was repositioned more towards the midline to resolve the issue.